Event description:
A medtronic rep reported that the awl probe tap (apt) driver broke during a spine fusion case. While attempting to remove the apt driver (with an awl tip attached) from the pt, the shaft that interfaces with the egg handle became detached from the apt. The awl tip and remainder of the apt. Were removed from the pt without any harm. This occurred while successfully placing the final screw in the pt.

Manufacturer narrative:
The site was able to repair the apt with adhesive and will not be purchasing a new one. They are no longer using the apt driver and have switched completely over to navlock drivers.